Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a premature battery depletion. The battery longevity was less than expected. The period of when the device declared recommended replacement time (rrt) to end of service (eos) was shorter than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.